Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an atrial fibrillation (afib) rate controlled, who was currently on dobutamine and had just started a milrinone infusion.